Event description:
It was reported that they experienced low blood glucose which was 2.4 mmol/l. Customers current blood glucose was 7.8 mmol/l. Customer was unable to trouble trouble shoot. It was unknown whether the automode feature at the time of event was active. The insulin pump will not be returned for further analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.